Event description:
The mother reported via phone call that the customer fell on the insulin pump. It was found the buttons were unresponsive as a result. The mother did not report any error messages on the insulin pump. The mother stated the insulin pump was blank. A battery replacement could not resolve the keypad anomaly. The customer's blood glucose was unknown. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Device was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unresponsive button/keypad due to display anomaly.